Event description:
During a remote follow up, episodes of undersensing were observed on the right ventricular (rv) lead, resulting in far field r wave oversensing and inappropriate mode switching on the device. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. The patient was stable.